Manufacturer narrative:
Product event summary: analysis found the ventricular patient connector was damaged. Analysis also found the heart wire test failed and the battery contacts were contaminated. It was noted screws and bail attachment were missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.